Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 586 mg/dl. Prior to the event, the customer kept falling to the floor and was feeling sick. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by 12 hours. The customer's cannula was bent also. The insulin pump passed the prime and high pressure tests. Nothing further was reported.